Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices and deemed inoperable. The patient failed to charge the device as recommended. A sjm representative confirmed the issue. Consequently, surgical intervention was taken wherein the ipg was explanted and replaced with another model which resolved the issue.